Event description:
Occurrence of malaise. Hypotensive episode, headache, erythematous eruption in a pt who was treated with hyalgan 20 mg/2 ml, solution for injection (hyaluronic acid) for gonarthrosis. Three hours after the injection of hyalgan at the physician's office as the patient stayed at home, he presented with headache, hypotensive episode and malaise associated with a generalized erythematous eruption. The pt was hospitalized in december 2005 and was discharged from the hospital the next day. At the time of reporting the pt has recovred. According the the reporter, the causal relationship with hyalgan was probable. No further details available.